Event description:
It was reported by the patient that the device has been beeping at random times and he was worried that "something is wrong with the device." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.